Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was trying to cool a patient but was getting an alert 02 (low flow) on the arctic sun device. They had already disconnected and reconnected the pads and changed the pads. The reservoir was 2/3 full, but they tried to top it off anyway, but the device would not take up any water. The nurse disconnected the pads and placed the device in manual mode. The nurse stated that pump hours were 7553.6, system hours were 8570.9, flow rate was 0 lpm, inlet pressure was -0 psi, and circulation pump command was 100 percent. Mss advised the nurse to send the device to biomed, labeling it as no flow. Per sample evaluation results received on (B)(6) 2022, it was reported that the lifted and torn tank seals. Per sample evaluation results received on (B)(6) 2022, it was reported that the double bend tube and the chiller evaporator outlet tube were replaced due to expansion of the tubes found during servicing.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to cool a patient but was getting an alert 02 (low flow) on the arctic sun device. They had already disconnected and reconnected the pads and changed the pads. The reservoir was 2/3 full, but they tried to top it off anyway, but the device would not take up any water. The nurse disconnected the pads and placed the device in manual mode. The nurse stated that pump hours were 7553.6, system hours were 8570.9, flow rate was 0 lpm, inlet pressure was -0 psi, and circulation pump command was 100 percent. Mss advised the nurse to send the device to biomed, labeling it as no flow. Per sample evaluation results received on 21-sep-2022, it was reported that the lifted and torn tank seals. Per sample evaluation results received on 04-oct-2022, it was reported that the double bend tube and the chiller evaporator outlet tube were replaced due to expansion of the tubes found during servicing.